Event description:
It was reported that during a laparoscopic gastric bypass, the device was fired to close the gastrojejunostomy, but extreme resistance was met. The device was removed and the staple line inspected. The device fired an incomplete staple line. There was no pt consequence.